Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200304 - file-2019-04025 - analysis_and_closure_report_resp-2020-00258.pdf].

Event description:
Reportedly on (B)(6) 2019, the patient, who is pacing dependent, was hospitalized in emergency due to ventricular syncope and re-intervention was performed. The patient had twiddler's syndrome and right and left ventricular leads migration. Loss of ventricular capture was also observed. However, no alert was sent. It was also observed that the subject home monitor could only be paired with the associated implant starting from (B)(6) 2019. Preliminary analysis revealed that before (B)(6) 2019, the patient did not let the home monitor connected long enough to complete its boot. On(B)(6) 219, the patient connected the home monitor long enough to complete the boot. The communication with the back office could be established, the pairing with the associated crt-d was successful, and the first transmission was performed. No alert occurred between the last in-clinic follow-up and the first connection of the home monitor with the back office. After 28 july 2019, the patient disconnected the home monitor, preventing any other transmissions. No anomaly is suspected with the subject home monitor.

Event description:
Reportedly on (B)(6) 2019, the patient, who is pacing dependent, was hospitalized in emergency due to ventricular syncope and re-intervention was performed. The patient had twiddler's syndrome and right and left ventricular leads migration. Loss of ventricular capture was also observed. However, no alert was sent. It was also observed that the subject home monitor could only be paired with the associated implant starting from (B)(6) 2019. Preliminary analysis revealed that before (B)(6) 2019, the patient did not let the home monitor connected long enough to complete its boot. On (B)(6) 2019, the patient connected the home monitor long enough to complete the boot. The communication with the back office could be established, the pairing with the associated crt-d was successful, and the first transmission was performed. No alert occurred between the last in-clinic follow-up and the first connection of the home monitor with the back office. After (B)(6) 2019, the patient disconnected the home monitor, preventing any other transmissions. No anomaly is suspected with the subject home monitor.